Manufacturer narrative:
D9: date returned to mfg 12/6/2023. One device was returned for evaluation. Visual inspection revealed a worn upstream occlusion (uso) and downstream occlusion (dso) seal and scratched lens. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; the pump failed accuracy testing. The root cause was determined to be the expulsor. The expulsor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H3: device not received by manufacturer. B3: unknown.

Event description:
It was reported the device faulted during testing for the annual pm and the volume was over the maximum limit. There was no patient involvement.